Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a charging issue and discomfort at the implantation site of their evoke closed loop stimulator (cls). These were attributed to movement of the cls due to the size of the patient¿s cls pocket. The patient reported that their prior pain condition had improved and the evoke scs system had not been used for several weeks. At the patient¿s request, the evoke scs system was explanted.